Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing on the patient's many atrial tachycardia (at)/atrial fibrillation (af) episodes. This is happening whenever the patient exercises. Reprogramming is planned and the lead remains in use. No patient complications have been reported as a result of this event.